Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered from the cartridge. Customer's blood glucose level was 280 mg/dl. Tandem technical support reviewed pump data and found that cartridges were changed past labeling. A cartridge change was performed resolving the issue. Multiple follow up attempts were made to obtain additional information, however, a response was not received.